Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues and high thresholds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.